Event description:
It was reported the customer received a motor error alarm during a prime. It was also found the insulin pump was not exposed to a high magnetic field. The customer also a reported a motor error alarm did not occur during a fill cannula. Customer stated the motor error alarm was recurring. Customer's blood glucose was 150 mg/dl. No additional information provided.

Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Minor scratched lcd window, racked display window corners, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).